Event description:
The user facility reported 57yo male in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a left ventricle (lv) signal went very negative and teh flows came inaccurate. There was a concern for pump stoppage so decision made to exchange pump in the operating room. There was no patient harm.

Manufacturer narrative:
The investigation for the flow saturation issues has been completed. The data log shows an increase in motor current at the end of the case during the time in which there is saturated flow. At the same p-level as before the saturated flow, the motor current is higher during the time of the saturated flow event. Biomaterial was observed on the impeller and the saturated flow reproduced in the lab when the pump was run. The cause of the saturated flow was biomaterial on the impeller. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.